Manufacturer narrative:
Samples are drawn in plastic serum separator tubes. The ise system is calibrated every 24 hours followed by a qc run. Before low na results were generated, qc results were within the lab's established ranges. After the low na results were discovered, the maintenance procedure was changed to the twice-weekly flow cell cleaning procedure, and na results stabilized. Service was not requested for this event. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding low sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. Customer indicated that between (B)(6) 2010 and (B)(6) 2010 multiple low na results were reported out of the lab. None of the na results were considered critically low. Actual results were not supplied. No samples with low na results were available for repeat and no amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.